Manufacturer narrative:
H3: device evaluation - lens was returned in vial in liquid. Visual inspection found optic and haptic torn. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.7mm cticmo 13.7 implantable collamer lens of -16.00/2.0/089 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6)2023 the lens was removed because it was "too large." The lens was replaced with a shorter length. No patient injury reported. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.